Event description:
The manufacturer recieved information that a trilogy evo device failed a test step during testing related to pressure verification. The customer refused any follow-up repair, and it is advised by the biomedical engineer that this complaint is for documentation purposes only. Therefore, a final will be submitted at this time. If additional information is gathered that provides any other information, a follow-up report will be submitted.